Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 5 days after the dental implants was installed in intraoral region #30, it was verified its non- osseointegration. Thirty two ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type ii.